Event description:
It was reported that a female patient underwent breast surgery with a 750cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii postoperatively; diagnosed virtually. As a result, the devices will be explanted on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 10, 2023, the mentor failure analysis lab received the device for evaluation. On may 11, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 750cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2023, mentor became aware that date of surgery has been postponed to (B)(6) 2023. D6b explantattion date: (B)(6) 2023. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As per additional information on april 6, 2023, date of event has been updated to "10/7/2022" under field b3 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: pc-(B)(4).